Event description:
Boston scientific received information that this pacemaker exhibited pauses in pacing at implant.the pauses appeared to be caused by oversensing. The field observation indicated that the oversensing was due to noise on the ventricular channel consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.the issue resolved itself and the device was implanted with no adverse patient effects.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.